Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the dilator was inserted into the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the seal dislodged from the sheath and blood leaked from the valve. There was no patient consequence reported. Additional information was received on the event. Apart from the detached valve, there was no particular damage to the sheath observed. The gasket of the hemostatic valve at the end of the sheath came loose from its anchorage when the dilator was inserted. The hemostatic valve (gasket) did not break into two or more separate pieces. The gasket has come loose from its anchorage inside the sheath. The gasket did not fall out of the sheath in the process. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed. Due to the defective gasket, the function of the valve was not guaranteed. No medical intervention was required to stop the bleeding. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The event date is unknown. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 11-jul-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When the dilator was inserted into the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the seal dislodged from the sheath and blood leaked from the valve. There was no patient consequence reported. Additional information was received on the event. Apart from the detached valve, there was no particular damage to the sheath observed. The gasket of the hemostatic valve at the end of the sheath came loose from its anchorage when the dilator was inserted. The hemostatic valve (gasket) did not break into two or more separate pieces. The gasket has come loose from its anchorage inside the sheath. The gasket did not fall out of the sheath in the process. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed. Due to the defective gasket, the function of the valve was not guaranteed. No medical intervention was required to stop the bleeding. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).